Event description:
Initial bilateral implantation was in 1974. Consumer further reports various illnesses including, but not limited to, asthma, graves disease, auto-immune disease, and sjorgen's disease.